Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu batteries and ac plug were evaluated and replaced. The workstation and generator pcbs were reseated. The sys was tested and found to be working as intended and returned to service.

Event description:
It was reported that the c-arm was not turning on, not completing boot up. There is not report of death or serious injury associated with the event.